Manufacturer narrative:
A review of the complaint history for sn 16107021 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received a call from the customer reporting that was unable to issue a medication because the drawer would not open. The tss had the customer log out completely, and after signed back in, was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user unable to issue medication drawer stated that it would not open. The customer was able to issue the medication after relogging in. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.